Event description:
It was reported that off-label use occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedural imaging >6 months prior to implant procedure, showed a partially mobile thrombus attached to the limbus/laa os junction into the laa. Prior to introduction of the watchman devices for laa closure, the physician utilized a thrombectomy system for removal of the thrombus. Prior to thrombectomy, the physician cut a 35mm watchman flx closure device in half and temporarily placed it in the ascending aorta via a watchman fxd access system (was) single curve. After the thrombectomy, partial thrombus remained. The procedure proceeding with successful implant of a 35mm watchman flx closure device in the intended location after 1 deployment and no recaptures. The remaining thrombus was trapped along the limbus next to the implanted 35mm watchman flx closure device. The 35mm watchman flx closure device in the aorta was removed via the was. The patient stayed overnight in the hospital and was discharged the next day with no adverse events.

Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that off-label use occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedural imaging >6 months prior to implant procedure, showed a partially mobile thrombus attached to the limbus/laa os junction into the laa. Prior to introduction of the watchman devices for laa closure, the physician utilized a thrombectomy system for removal of the thrombus. Prior to thrombectomy, the physician cut a 35mm watchman flx closure device in half and temporarily placed it in the ascending aorta via a watchman fxd access system (was) single curve. After the thrombectomy, partial thrombus remained. The procedure proceeding with successful implant of a 35mm watchman flx closure device in the intended location after 1 deployment and no recaptures. The remaining thrombus was trapped along the limbus next to the implanted 35mm watchman flx closure device. The 35mm watchman flx closure device in the aorta was removed via the was. The patient stayed overnight in the hospital and was discharged the next day with no adverse events. This event was further assessed by a boston scientific medical safety director and deemed non-reportable as there was no patient harm as a result of placing the cut 35mm watchman flx closure device in the aorta.